Event description:
It was reported that the guidewire punctured the left ventricular (lv) lead during implant and perforated through the lead's insulation. A new lead was implanted instead. The lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned completely intact. There was blood/body fluid in the lumen, which is normal for open-tip leads. A visual inspection revealed a puncture hole near the tip of the lead, consistent with a backloaded guidewire escaping the lumen. Green guidewire coating is in the area from the guidewire scraping through the coils.

Event description:
It was reported that the guidewire punctured the left ventricular (lv) lead during implant and perforated through the lead's insulation. A new lead was implanted instead. The lead is expected to be returned for analysis. No adverse patient effects were reported. Subsequently, the lead was returned for analysis.